Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 540 mg/dl. Customer also stated that the insulin pump did not alarm for insulin flow blocked alarm. Customer also stated that the insulin pump was passed in self test. Customer also stated that the belt clip was snapped off. The insulin pump will not be return for further analysis.